Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that there was a pump stop following a high motor current. Placement signal was not reliable and controller failure alarms occurred. Several attempts were made to restart the pump as well as a new console with no success. The impella was removed and upon assessment of graft, multiple large clots were found. The reason for the pump stop is most likely due to clot ingestion. The patient is stable.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The product was returned for investigation. The pump failed electrical testing and light testing for the optical test. It did not start during the test in a bucket of water. All 5s parameters showed a fiber break trend during optical testing. Upon further investigation, a stretched catheter was found near the red handle. During the case there are placement signal not reliable alarms where the placement signal and 5s parameters resemble a kinking of the fiber line. The data logs showed the sudden pump stopped with alarm and a hard failure trend on the 5s parameter, at the end of the case. There were no purge related abnormalities observed. The cause of the pump stop issue was an open electrical line near the red handle, based on returned product investigation and data log review.